Event description:
It was reported that this right ventricular (rv) lead which was placed in the left bundle branch (lbb) was assessed using an intracardiac echocardiography (ice). During the revision, it was noted that the lead had moved into the left ventricle. Reasonable evidence suggests this lead was placed incorrectly and that is why it was found it the left ventricle. Therefore, this rv lead was explanted and successfully replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found blood/body fluid in the lumen(s), environmental stress cracking (esc) in multiple areas of lead, and dried body fluid and tissue in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this right ventricular (rv) lead which was placed in the left bundle branch (lbb) was assessed using an intracardiac echocardiography (ice). During the revision, it was noted that the lead had moved into the left ventricle. Reasonable evidence suggests this lead was placed incorrectly and that is why it was found it the left ventricle. Therefore, this rv lead was explanted and successfully replaced with a new one. No additional adverse patient effects were reported.